Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 28, pump error 79, pump error 19 or pump error 2 noted during testing. Pump error 63 confirmed in pump history with variable due to a software anomaly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had experienced multiple pump errors during normal use. The customer's blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and to revert to back up plan that the customer said she has available. The product will be returned for analysis.